Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 250 mg/dl. The customer was unable to rewind the insulin pump due to alarm. The buttons on the insulin pump were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit had intermittent buttons response due to flattened (creased) escape and act buttons dome switch. No unlocked lcd keypad connector noted. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor . Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify motor position encoder error alarm due to motor error alarm. Unit was received with normal operating currents and passed unexpected alarm error test and self-test. Motor passed motor test. Unit had minor scratched lcd window and cracked reservoir tube lip.